Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was tilting at the pocket site which resulted to difficulty charging. The patient underwent a revision procedure wherein the ipg was tightened. The patient was doing well postoperatively.